Manufacturer narrative:
The impacted product was received by the failure analysis lab on (B)(6) 2020. The explant date was provided with the receipt of the device. The device was explanted on (b(6) 2020. 2. Is other serious- uncheck 2. Is required intervention- check the evaluation of the device received by the failure analysis lab was completed on (B)(6) 2020. Device evaluation summary: during visual evaluation, an anomaly was observed on the device consistent with a crease/fold. A tear was also observed within the crease/fold on the anterior view, measuring approximately 3.5 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on september 9, 2021. Replacement with mentor 325cc moderate profile saline prostheses was performed with explant. The left side was filled to 350ccs. The right side was filled to 410ccs. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a mentor smooth round moderate profile 325cc saline prosthesis experienced left sided deflation post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.